Event description:
It was reported that the patient implanted with this sling advance xp experienced urinary incontinence. During ongoing use of the sling device, the patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) device. The physician was not able to re-locate or remove the sling during the surgery. No additional patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with sling procedures and is noted as such in the sling advance xp instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the sling advance xp instructions for use (IFU) was reviewed. The patient symptom of urinary incontinence was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient implanted with this sling advance xp experienced urinary incontinence. During ongoing use of the sling device, the patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) device. No additional patient complications were reported.